Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin cartridge leaked at the luer connection despite the user following the recommended fill and installation process and subsequently replacing the cartridge to resume insulin delivery; the user had recently switched to fiasp and was not using prefilled cartridges. Symptoms included hyperglycemia with a reported blood glucose of 305 mg/dl and elevated ketones that decreased with corrective actions. Outcomes included temporary interruption of insulin delivery and the need for patient-led corrective actions and product replacement. Investigation included troubleshooting with the user, replacement of supplies, education on proper cartridge handling, and receipt and inspection of the returned device. Investigation of this case revealed a leaking cartridge consistent with loss of insulin delivery. It was concluded that the event was related to a device component failure of the cartridge at the luer connection, resulting in no insulin delivery and hyperglycemia, with resolution after cartridge replacement.